Manufacturer narrative:
(B)(4). Investigation of this event is ongoing.

Event description:
In a transfemoral tavr procedure, just when they were deflating the delivery system balloon, the patient went into complete heart block and pacing capture was lost. The sapien 3 valve landed 80:20 aortic/ventricular. The blood pressure was very low and it took a while to recover. The sapien 3 valve was fine with no paravalvular leak (pvl), but they noticed an atrial septal defect (asd) and a ventricular septal defect (vsd). It was not possible to do anything because the tricuspid valve was in between the asd and vsd. The screw-in-lead was left in place. The patient was in critical condition. After reviewing the images it was felt that a ridge of calcium running up the septum and the tricuspid valve may have cause the event.

Manufacturer narrative:
Additional information received: bav was performed with a 23x4 balloon. The s3 valve was deployed with nominal volume, post dilatation was not performed. This case was prepared by the facility, no 3mensio report was done. The patient stabilized post procedure and was discharged home on pod-4 without additional intervention. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Vsds may be of congenital origin, may be acquired as a result of penetrating trauma, blunt trauma, post-surgical contusion, myocardial infarction or perforation at cardiac catheterization. Post myocardial infarction vsds is a rare but serious complication, which may result in cardiac wall rupture. Septal perforation develops on the average 2¿3 days after myocardial infarction. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the exact cause of the ventricular septal defect cannot be confirmed. However, per report it appears that a piece of calcium located between the septum and the tricuspid valve may have been pushed against the tissue, causing the events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.